Manufacturer narrative:
No troubleshooting was performed as the biomed was not with the device so the cv-190 instructions for use manual with possible causes was emailed to the biomed. On february 14, olympus received an email from the biomed who noted the main lamp was replaced and will monitor the outcome. To date, no report of malfunction from the customer. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical equipment technician at the user facility that during maintenance, the customer¿s evis exera iii xenon light source displayed error ¿e102 clv lamp error after replacing the main lamp¿. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the e102 error could not be identified. Olympus will continue to monitor field performance for this device